Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, via dkma ref: (B)(6). The patient, experienced ineffective stimulation as a result of high impedance on the leads. As a result, a revision was undertaken on (B)(6) 2023 with no success. Therefore, the system was explanted on (B)(6) 2024. No new product was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.